Manufacturer narrative:
Secondary intervention: thrombus aspiration, poba. Results: stent thrombosis.

Event description:
A 3.0mm diameter x 24mm length driver rx coronary stent was implanted in a patient with acute mi. No issue was reported during implant of relevant stent. However, nine days post implant, the patient presented with stemi and in stent thrombosis. The thrombus was aspired with an aspiration catheter then poba was performed; plavix dosage was also increased. The patient is reported to be fine post procedure and no additional sequelae reported.